Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the high voltage power supply and the backplane printed circuit board. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a high milliamp error message. This event occurred during a procedure. No patient injury was reported.